Event description:
Reported experiencing low blood glucose (42-47 mg/dl), while wearing the device. Pt selt-treated by eating glucose gel and drinking orange juice. Pt believes the device is delivering more insulin than it should.